Manufacturer narrative:
This report 9710107-2019-00202 was sent in error as a duplicate for MFR report number: 9710107-2019-00201, any additional information received in the future will be captured and submitted under the report number 9710107-2019-00201. If information is provided in the future, a supplemental report will be issued.

Event description:
This pe is a duplicate of pe (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to attach. A second capsule was used, but it still failed to attach. A third capsule was used and the customer was able to start the procedure. There was no harm to the patient, no intervention was required, and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. Lubrication was used to facilitate placement of the capsule and the delivery system and the capsule will be returned for investigation.

Manufacturer narrative:
This event has been reassessed. The event is no longer considered as a malfunction, and now classified as not a complaint. If information is provided in the future, a supplemental report will be issued.